Event description:
The facility reported an infusion pump that did not alarm occlusion when the roller clamp was not opened on the tubing. The pump appeared to be pumping, but no fluid was flowing and no alarms occurred. No pt injury or medical intervention was involved. Info was requested regarding pt demographics, the IV set, IV bag product and lot numbers, and add'l contacts, but none was provided.

Manufacturer narrative:
The actual device was requested for eval, but was not made available by the facility. No evaluation will be performed.